Event description:
Customer has stated that a barcode reader on the advia centaur xp system intemittantly transmits an incorrect sample identification number (sid). The sid read by the instrument does not match the numbers in the laboratory information system (lis), therefore, no incorrect results are reported . There is no known report of adverse health consequences or patient intervention due to the incorrect sid.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed initial MDR on 4/18/2012. (B)(6) 2012 additional information: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.